Event description:
Healthcare professional reported "history of right breast cancer and implant based reconstruction, with signs and pathology suspicious for bi alc l for right side". Later, healthcare professional reported "periprosthetic fluid concerning for lymphoma" diagnosed via flow cytometry and confirmed "no lymphoma identified" through pathology report. Later, patient's legal presentative reported "capsular contracture, fear of injury, seroma, pain, revision surgery and increased risk of alcl". This record is for the right side. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-04918. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma"; capsular contracture, baker grade unknown